Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 87mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump was stuck on the prime loop. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.